Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , devices was not communicating to es server .the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod. Upon investigation of the actual device used in this incident, it was determined that all the devices were not communicating to es server. A technical support specialist (tss) attempted to access the app db, report, and sync servers resulted in request timeout errors. The iest technicians also attempted the access but encountered the same issue. The customer was informed that server access was not possible and advised that information technology (it) team would be contacted to enable tls 1.2 and reboot the cce and sync servers. The it team acknowledged the request but asked that the customer contact them directly and customer declined to provide a name for documentation. Later, the customer confirmed the issue was resolved and granted permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, devices was not communicating to es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.